Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that images of the rigid video scope were blurry and had purple marks or scratches in the image. The issue occurred prior to the use of a laparoscopy. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed due to the r-unit (charged coupled device) is broken. In addition, the following malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, the most probable cause of the reported issue is caused not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that images of the rigid video scope were blurry and had purple marks or scratches in the image. The issue occurred prior to the use of a laparoscopy. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death.